Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during the procedure, the physician found that the blue end of luer-lock of the microsensor could not be screwed tightly with csf flowing out. Therefore, the procedure was completed with a replacement product available. No patient consequences, no surgical delay due to product problem.